Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to long term repeated use for 14 years since the delivery of the device.

Manufacturer narrative:
In speaking with technical support, the fuse box was burnt and the housing was cracked. Initially, the device was available for return to olympus. However, the device is no longer available for return as it was repaired by the facility. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus, the evis exera ii xenon light source device malfunctioned. The fuses kept popping. It is unknown where this issue was identified. No patient harm or injury was reported.